Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a stent implantation procedure, the stent did not release from the handpiece when the physician attempted to deploy it into schlemm¿s canal. The procedure was completed with another stent and no issues with the patient observed.